Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 06sept2019. Caller reports they connected to o2 and could hear the regulator leaking from the rear of the vent. Support advised customer to replace the regulator and provided part numbers for the oxygen regulator assembly. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that there was an o2 regulator leak. No patient involvement.